Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Onsite evaluation of device by site biomed confirmed ventilator inoperative alarm. The machine flow sensor was cleaned, software was reloaded and o2 sensor calibration was performed to address the issue.